Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was being prepared for use in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, the cre balloon ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: (B)(6) hospital; reported here as initial reporter facility name exceeded character limit for the designated field. Initial reporter address 1 and 2: (B)(6); reported here as initial reporter address exceeded character limit for the designated field. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.